Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.a device history record (DHR) review was conducted: part: 310.507, lot: f-22489, manufacturing site: selzach, supplier: (B)(4). Release to warehouse date: 25. Sep. 2017 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Correct material 1.4112 with measured hardness within specification is documented in coc of the supplier. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a compact foot surgery on (B)(6) 2019, a drill bit broke. The surgeon was implanting a plate and screws. When drilling one of the screws into the plate, the drill bit broke, leaving one end inside the patient¿s bone. The surgeon decided not to remove the fragment since it would cause damage to the bones and tissues when trying to remove it. Patient status and procedure outcome are unknown. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). Plate (part: unknown, lot: unknown, quantity: 1). This report is for a 1.5mm drill bit w/depth mark. This is report 1 of 1 for (B)(4).